Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) in the bile duct. According to the complainant, during the procedure the contrast agent didn't come out from the distal tip of the device. No other issues were noted. The procedure was completed with completed with another extractor pro retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigations results found the c-channel of the catheter to be torn, therefore, this is now an MDR reportable event

Manufacturer narrative:
(B)(4). A visual examination revealed that the catheter to be kinked. The c-channel was also found to be damaged at the distal end; the distal edge of the c channel was slightly protruding and the edge did not have a smooth/flush finish. Functional testing was performed. The balloon was inflated and no issues were noted. A test 0.035¿ guidewire was front and back loaded through the catheter with no issues. Contrast was injected through the inject lumen but it did not exit the distal end of the device. The inject skive hole was inspected and was found to be missing from the catheter. The balloon material was cut off from the catheter shaft to ensure that the inject skive was not located in the wrong location and it was confirmed again that the inject skive hole was absent. The device history record review confirms that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. The description of the complaint was confirmed as restriction was experienced during injection of contrast medium due to the inject skive hole being missing from the catheter. This failure is most likely due to a manufacturing issue. Since the manufacturing of this complaint device, a corrective action has been initiated to address this issue. The c-channel damage on the distal end of the catheter and kinks in the catheter are most likely due to excessive force during removal of the guidewire and procedural or anatomical factors encountered during the procedure.

Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) in the bile duct. According to the complainant, during the procedure the contrast agent didn't come out from the distal tip of the device. No other issues were noted. The procedure was completed with completed with another extractor pro retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigations results found the c-channel of the catheter to be torn, therefore this is now an MDR reportable event.